Manufacturer narrative:
Currently, it is unk whether or ot the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that he has had unexplained high blood glucose following a non-diabetes-related hospitalization for congestive heart failure. The customer stated he last changed his infusion set the day before this report and that he uses a quick-set infusion set. Programming was correct. Troubleshooting was performed. The insulin pump passed the fixed prime but failed the high pressure test twice. Nothing further was reported.